Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3889-28, lot# v893295, implanted: (B)(6) 2012, explanted: na. Programmer: model 3037, serial# (B)(4).

Event description:
It was reported that the patient never had therapeutic effect, leading to a loss of bladder control. The patient was not feeling stimulation. The patient stated she was on program 1 and was not receiving relief, and did not feel stimulation in the bicycle seat area on the other programs. It was also reported that stimulation on program 4 was somewhat painful. Additional information received reported that the patient's neurostimulator was turned off. The patient was advised to turn it back on.